Event description:
It was reported that sinus burr is stiff, changed to new device. Procedure delay less than 15 minutes without injury to patient.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).